Manufacturer narrative:
Device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on various days and involved a 7" smallbore trifuse ext set w/remv 3 microclave® lear (glow, purple rings), 3 clamps, rotating luer where it was reported that in the past two weeks, they had instances of cracked microclaves reported in the neonatal intensive care unit (nicu). Initially, there was concern that the peripherally inserted central catheter (PICC) lines were causing the issue, but current feedback points toward the microclaves themselves as the source. There were complaints of cracking at the base of the microclaves. Initially they suspected the cracking of the microclave was coming from the connecting to the 1f vygon PICC. They use other sizes of PICC but primarily the 1f. It was also stated that they teased this out as they see the leaking from the base of the microclave even on the trifuse extension set. The event date is ongoing approximately for one calendar year. Status was during patient use. There was patient involvement, no human harm and unknown in delay in therapy. This captures 2 of 2 occurrences.

Manufacturer narrative:
The following was provided by the customer for complaint investigation: one used list# mc33917, 7" smallbore trifuse ext set w/remv 3 microclave® clear (glow, purple rings), 3 clamps, rotating luer; lot# unknown as received, one microclave is missing the silicone seal from the returned device and there were no other physical damage or anomalies observed. We were unable to confirm customer complaint of cracking at the base of microclave. However as received, the silicone seal was missing on one of the microclaves. The cause of the missing silicone seal in the used device is unknown. A DHR review could not be conducted because no lot number was identified. Corrected information can be found in h6 medical device problem codes.